Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that insulin was leaking out of the bottom of three reservoirs. When he pressed on the plunger into the vial there was resistance and the plunger popped out. The infusion set fell apart. The customer experienced a high blood glucose level of 300 mg/dl. The customer treated his blood glucose level with a manual injection. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Performed pre-fill reservoir testing and found no leakage anomaly during filling. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted. Also, the plungers connected and released properly.